Manufacturer narrative:
Updated blocks: h3 & h6. The reported complaint was confirmed. The field service representative (fsr) duplicated the reported complaint. The display was replaced and functional testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) display did not work properly making it difficult to read the revolutions per minute (rpm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.